Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer attempted several corrective actions, including cleaning speaker holes and loading a new cartridge, as instructed, but initially could not resume insulin delivery. After waiting for two hours, the customer successfully resumed normal pump operation. Technical support informed the customer that the pump was likely exposed to condensation or humidity and provided tips for preventing altitude alarms. The case was closed after the issue was resolved.